Event description:
It was reported by the customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units power cord was pulled out one foot and that will pull no further. When customer tried to retract the power cord, it does not retract either. The customer informed that they have a backup pump if needed and will report their pump to clinical engineering once it is not in use. There was no harm reported to the patient.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the unit and found an issue with the power cord retractor. The stm disassembled the cart, removed the power cord retractor and found the cord twisted and off track. The stm straightened the power cord retractor and the issue was resolved. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).